Event description:
Dr. Stated that his clip applier put a "hole in the pulmonary vein." When questioning the "sa" regarding the incident, he stated that the tip of the clip applier "scissored" instead of releasing the clip.